Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.